Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to reset the pump, and after doing so, the malfunction did not recur, allowing the customer to continue using the pump. No additional actions were necessary, but the caller was advised to contact support again if the issue reappeared.